Manufacturer narrative:
This supplemental report is being submitted to provide the correction of h3 device evaluated by manufacture. Corrected field: h3 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image disturbances during inspection for use. There were no reports of patient involvement.